Event description:
Boston scientific crm received information that this transvenous defibrillation lead was exhibiting pacing impedance measurements that have decreased from 700 ohms at implant to 338 ohms. Shock impedance measurements have decreased from 40 to 31 ohms and most recently noted as stable. All other lead diagnostics were reported to have been good and stable. It was later noted that pacing impedance measurements were less than 200 ohms. An invasive procedure was performed. Through pacing system analyzer (psa) testing impedance measurements were found to be 182 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.